Manufacturer narrative:
The device was discarded by the hospital. The review of the mfg records verified that this lot met all pre-release specifications.

Event description:
It was reported the physician implanted a 25mm gore helex septal occluder to close an atrial septal defect. The defect balloon sized to 13mm with a septal length of 32mm. No shunt was present at implant. The following day, it was discovered that the device had embolized to the pulmonary artery. A snare was used to remove the device and a 13mm occluder was implanted. The pt was doing well following the procedure.